Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had difficulty with telemetry between the recharger and neurostimulator, and was not able to recharge, following a fall approximately (B)(6) prior to this report. Empty boxes were displayed on the recharger with a subsequent message to reposition the antenna, after five minutes. It was possible to communicate with the device via the patient's programmer. Following a previous flipped device, the patient had the device placed "in a pouch" to prevent it from further flipping. There were no troubles noted since (B)(6) 2010. It was later reported that the patient received a replacement recharger, but was still unable to receive coupling bars. The patient was able to flip the neurostimulator . A flipped device was not confirmed. The patient was to have an appointment with the physician. No patient outcome was reported.